Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the piston was not stopping after the act button was released and the insulin had come through. Customer's blood glucose was 133 mg/dl. Customer reported the insulin was squirting out during manual prime. Customer reported the insulin continued to drip after the motor had stopped during manual prime. During troubleshooting, found the amount of insulin shown on the screen was different than the actual insulin amount. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
No prime fill anomaly noted and the insulin pump passed displacement, rewind, basic occlusion, prime and occlusion tests. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched case and scratched keypad overlay.